Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device snapped through the plastic shaft during inflation. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the obturator and insufflation bulb were received. The trocar balloon appears to be intact. No visual abnormalities were observed. The condition of the device precludes functional testing. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified the broken shaft. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken shaft. The reported condition was confirmed. A review of the device history record indicates this device lot number/serial number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of the device complaint history did not display an increased trend. The root cause for the reported condition is a result of improper use of the device. The file was concluded to be a misuse by the end user. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)